Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping"), menorrhagia ("prolonged menses /abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal heavy bleeding"), scar ("scar nos") and bunion operation ("bunion surgery") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uti since 2011 and arthritis. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), scar (seriousness criterion medically significant), allergy to metals ("nickel allergy"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ vaginal pain during intercourse"), alopecia ("hair loss") and vulvovaginal pain ("pain- vagina"), underwent bunion operation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, additional surgery to correct hysterectomy scar, removal of nickel placed in my foot during bunion surgery and undergo a hysterectomy with removal of the essure). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain lower, scar, bunion operation, allergy to metals, anxiety, depression, hormone level abnormal and vulvovaginal pain outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia and alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, bunion operation, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, scar, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per previous pfs, date of insertion was noted 2008, now in current pfs date of insertion (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received. Reporter's information was added. Patient's demographics were added. Added event hormonal changes, abnormal bleeding (vaginal), dysmenorrhea (cramping), bunion surgery, dyspareunia (painful sexual intercourse), hair loss. Updated outcome of events. Updated onset date of events. Concomitant condition, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping"), genital haemorrhage ("abnormal heavy bleeding") and scar ("scar nos") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), scar (seriousness criterion medically significant), menorrhagia ("prolonged menses"), allergy to metals ("nickel allergy"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure) and surgery (additional surgery to correct hysterectomy scar). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, scar, menorrhagia, allergy to metals, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, genital haemorrhage, menorrhagia and scar to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.